Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturing representative (rep) regarding a patient implanted with a neurostimulator (ins). It was reported that the patient fell and now every time she would bend over, she felt the stimulation. The patient has an appointment with the physician on (B)(6) 2018. No further complications were reported or are anticipated.